Event description:
It was reported that this patient had post traumatic stress disorder (ptsd) due to the previous lead revision and stated this current device was not functioning. A boston scientific sales representative stated the patient's physician confirmed that this device was functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated his device is not functioning correctly. No adverse patient effects were reported.